Event description:
A data error alert was reported by the caller, which occurred after the pump's ship date. The customer's blood glucose level at the time was 228.6 mg/dl, indicating no adverse impact. Technical support explained that some history logs might have been erased but assured the caller that insulin therapy would continue unaffected. The caller understood and acknowledged the situation, deciding to continue using the pump for insulin therapy.